Manufacturer narrative:
The device was in use for treatment. The lead was capped (out of service-implanted), and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model was reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013 customer reported that this system was exhibiting pacing impedance measurements less than 200 ohms on the atrial channel. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported. The lead was actively implanted for approximately 15 years, 2 months.